Event description:
During a ventricular tachycardia ablation procedure, an error message was noted and troubleshooting was done causing a delay. While ablating up to 35w, the computer displayed an error message "erreur amplificateur. Deconnectez-vous et éteignez puis rallumez le pta ensite velocity et l'amplificateur avant de redémarrer." Translated from french: "amplifier error. Disconnect and turn the ensite velocity pta and amplifier off and on before restarting." The amplifier was shut down and rebooted. The ablation catheter, generator, pump and tactisys were all exchanged, which did not resolve the issue. Ablation functioned up to 30w and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number of the device is unknown. Based on the information received, the cause of the reported error message and subsequent delay remain unknown.